Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the device was in overdischarge. The patient had not charged device for over a year. Claims to have no support and has never worked it properly. Charging issue was due to non-compliance. Impedances were checked and > 36000 on electrode 6 and 12. Reprogramming was one and patient has good coverage with available electrodes. The issue has not been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the high impedances was unknown, the patient didn't report having any falls or accidents. The por was cleared and the overdischarge was resolved. The representative clarified that by "the patient claimed to have no support and has never worked it properly" the patient meant they didn't have good coverage or pain relief. They claimed they were never programmed properly. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.